Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.5x33mm and 3.5x38mm xience prime stents referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that three xience prime stents were implanted in the de novo lesion, heavily calcified, moderately tortuous, concentric, diffuse, right coronary artery (rca) on (B)(6) 2013 without incident. A 3.5x28mm was implanted in the proximal rca, a 3.5x33mm in the mid rca and a 3.5x38mm in the distal rca. On the (B)(6) 2014, follow-up visit, there were no adverse patient effects and no device issues reported. On (B)(4) 2015, the patient had chest discomfort and was seen at the hospital. Computed tomography coronary angiography identified fractures in all three xience prime stents and restenosis in the mid and distal rca xience prime stents. On (B)(6) 2015, angioplasty was performed to treat the in-stent restenosis and the patient condition resolved. There was no treatment for the fractured xience prime stent in the proximal rca as there was no restenosis in that stent. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents of stent fracture reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.